Manufacturer narrative:
This report is submitted on april 2, 2020.

Event description:
Per the clinic, the patient experienced recurrent ear infections and otorrhea in the right ear resulting in the electrode array extruding into the ear canal. It is unknown what treatment has been administered for the infection.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2020. It is unknown if the patient was re-implanted with another device. This report is submitted on may 25, 2020.

Manufacturer narrative:
Per the clinic, it was reported that the patient was treated with antibiotics drops for the reported infection (date not reported). This report is submitted april 28, 2020.